Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history revealed that the pump was powered ¿off¿ for 4 days on (B)(6) 2014. The pump history also revealed a call service 052/054 alarm that occurred followed by a power on reset event on (B)(6) 2014. A hairline crack was also found on the battery compartment. There was no damage found to the battery cap. The battery cap contact measurements were found to be within specification. The battery cap secured tightly to the pump and maintained an electrical connection. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots. There were no power interruptions or errors, alarms or warnings that occurred during the investigation. There were no intermittent conditions found to the power circuit. The reported intermittent power issue with the pump was not confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.